Event description:
We received a report that a surgeon decided to use a different 3-piece intraocular lens and ''explanted'' a za90030190 intraocular lens. There was no patient injury. We were unable to confirm that this was a removal and replacement procedure. No other information was provided.

Manufacturer narrative:
Implant date: unknown. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed a lens without a haptic and the other haptic was distorted. Scratches were observed. The defects observed are likely related to the explant process. There is no indication that the complaint is related to the manufacturing process of the returned lens. The manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
Follow up information received from the customer indicated that the intraocular lens (iol) was removed and replaced during the same procedure. No further information was provided.

Manufacturer narrative:
Follow up information received from the customer indicated that the intraocular lens (iol) was removed and replaced during the same procedure. No further information was provided. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.